Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms and loss of capture. The device had reached elective replacement indicator (eri) and was going to be replaced. No adverse patient effects were reported. The device remains in service.